Manufacturer narrative:
Ventricle rupture. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: (1) retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, (2) forceful retraction and inadvertent incision of the annulus, (3) insertion of an oversized prosthesis, and (4) deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. The root cause of this event was determined to be due to procedural/technique related factors. The surgeon confirmed that there was no device malfunction and the device did not cause or contribute to the event. The subject device is not available for evaluation as it was discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 29mm pericardial mitral valve was explanted at implant due to left ventricular rupture caused by over sizing. This device was originally implanted for mitral valve replacement to correct mitral regurgitation and stenosis. After implant, left ventricular rupture occurred due to over sizing. The device was explanted and replaced with a smaller size same model 27mm pericardial mitral valve while the patient was on bypass. There were no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in the ICU. There was no allegation of device malfunction. It was also noted that the patient received a non-edwards annuloplasty ring at implant.